Manufacturer narrative:
The customer had been using the weekly automated flow cell cleaning procedure. The customer was provided with the twice weekly flow cell cleaning procedure. A field service engineer (fse) was dispatched to the customer's site. The fse cleaned the flow cell and replaced several hardware components. The repairs were verified per established procedures. A definitive root cause for this event has not been determined. As of (B)(6) 2010, there have been no further calls from the customer pertaining to low sodium results. Bec has opened a CAPA to further investigate this and other similar reported events. (B)(4). During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 3 of 4 additional mdrs pertaining to this issue. The following related mdrs have been reported: MDR 2050012-2011-06694, 06695, 06697. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium results were generated for several pt samples on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were reported outside of the laboratory. It is unk if there was impact to pt treatment associated with this event. The customer reported a total of four (4) pt samples were impacted by this event. The customer reported that the ise system is calibrated and quality controls are run routinely every eight (8) hours. Prior to the event, the ise system was calibrated and quality control results recovered within the laboratory's established ranges. After the initial run of the pt samples which yielded the erroneous results, the pt samples were reassayed. The higher reassayed results were interpreted to be correct. Amended reports were generated and reported outside of the laboratory.